Event description:
The customer reports during an endoscopic bronchial ultrasound (ebus) procedure using a 19g vizishot needle. The needle broke off and was retained inside the patient. This was not recognized at the time of the procedure. The patient has remained hospitalized for other reasons. An unknown time later, the retained needle was "picked up on imaging". The patient has not experienced any adverse effects as a result of this occurrence. The remaining portion of the suspect device cannot be returned for evaluation as it was discarded in the sharps container. The physician further stated, "the patient has had a complicated post operative course but unrelated to this. It does not appear to be retrievable endoscopically. Our thoracic surgeons are reviewing the case.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the device was not returned for inspection, the observed failure is a known phenomenon likely resulting from the device experiencing excessive resistance and/or excessive angulation. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance for this device.